Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the circumflex (cx) artery. An unspecified stent was implanted in the left main trunk (lmt) with a stent strut that was not fully apposed to the vessel wall, subsequently, a 2.25x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion for dilatation with resistance from the implanted stent strut. The bdc was inflated one time to 16 atmospheres (atm) without issue, however, the balloon ruptured on the second inflation at 16 atm due to the heavily calcified lesion and the flared stent strut. The bdc was removed without issue and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.